Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During use of the device for a surgical procedure, the user observed eod and eoe error messages. The user reported the errors were intermittent in nature. No other details regarding the event were provided. There was no reported adverse consequence to the pt as a result of this event.